Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and wound dehiscence.

Event description:
Explanting physician reported "grade IV capsular retraction with signs of skin dehiscence and marked mastodynia". The device has been explanted. This record relates to the right side.